Manufacturer narrative:
D10: concomitant products: (B)(6) - 164-01-11 - element-stem, collarless w/ha, std offset, sz 11. (B)(6) - 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. (B)(6) - 186-01-56 - integrip cc, cluster 56mm,g3. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 115 months after a left hip replacement procedure, the patient underwent a revision procedure to address polyethylene wear and osteolysis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.